Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.